Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2017 and topical skin adhesive was used. At the end of the procedure when the ampule was squeezed a shard from the broken hard plastic cut the nurses finger. The cut was minor and was treated with a band aid. The procedure was completed with an alternate like device with no patient consequences reported.